Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summon received. Events injury nos replaced with menstrual issues, infections, and persistent pelvic pain. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 625400-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida and parity 4. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes / mood swings"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the infection, menstrual disorder, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Event hormonal changes / mood swings pt updated incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 625400-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, multigravida and parity 4. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the infection, menstrual disorder, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 625400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, multigravida and parity 4. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the infection, menstrual disorder, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received: events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, heavy bleeding", lot number, reporter, concomitant and historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 27-year-old female patient who had essure (batch no. 626400 , 625400-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida, parity 4, depression and anxiety. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included escitalopram, fluoxetine hydrochloride (prozac), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes / mood swings"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), infection ("infections"), menstrual disorder ("menstrual issues"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, cystitis and urinary tract infection had resolved and the infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Lot number: 626400 manufacturing date: 2008-01 expiration date: 2009-12. This lot number 625400 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. On 5-jun-2020: update of quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 27-year-old female patient who had essure (batch no. 626400 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida, parity 4, depression and anxiety. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included escitalopram, fluoxetine hydrochloride (prozac), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes / mood swings"). In january 2009, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), infection ("infections"), menstrual disorder ("menstrual issues"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, cystitis and urinary tract infection had resolved and the infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-may-2008: results: essure device was successfully occluded; on 01-aug-2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event bladder problems, urinary problems, urinary tract infection, bladder infection, vaginal infection, vaginal discharge was added. Outcome of events abnormal bleeding was updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida, parity 4, depression and anxiety. Concurrent conditions included cervix inflammation (chronic) and ovarian cyst. Concomitant products included escitalopram, fluoxetine hydrochloride (prozac), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes / mood swings"). In january 2009, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the infection, menstrual disorder, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were visible all the patient's right side and three coils visible on the patient¿s left side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-may-2008: results: essure device was successfully occluded; on 01-aug-2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received: lot number updated from 625400-invalid to 626400. Medical history, lab data added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.